Event description:
Device report from synthes reports an event in japan as follows: post op: it was reported that on (B)(6) 2023, the patient underwent orif surgery for femoral trochanteric fracture with tfna nail, blade, screw, end cap and cement. Intraoperative, the type was intramedullary, whereas the surgeon performed an extramedullary repair and confirmed by palpation that recombination to the extramedullary type had been achieved. In the ap image evaluation, it was confirmed that the tumor was of the medial type immediately after the surgery but had shifted to the external type one month after the injury. However, cut-through occurred approximately 2 months after surgery. The surgeon's opinion is as follows. The blade was inserted near the fracture site and the loose size nail was inserted against the medullary cavity, which caused swinging motion and shifted to the intramedullary type. ·it is also inferred that the cut-through was caused by fragile bone quality in a patient with multiple cancers. Scheduled for revision surgery by tha on (B)(6) 2023. The surgery was completed successfully without any surgical delay. Patient status/ outcome: stable" no further information is available. His report is for one (1) tfna helical blade perf l85 tan. This is report 2 of 2 for complaint (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10 additional narrative: d9: complainant part is not expected to be returned for manufacturer review/investigation. E3: reporter is a j&j employee. H3, h4, h6 the photo was returned to depuy synthes for evaluation. The depuy synthes team conducted a visual inspection of the returned device visual analysis of the photo revealed that the tfna helical blade perf l85 tan had migrated medially and appears to be protruding out of the femoral head. As the device was not returned, an as-received condition could not be assessed, and a dimensional inspection and document/specification review were not completed. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. The overall complaint was confirmed for tfna helical blade perf l85 tan. There is no indication that a design or manufacturing issue has caused the complaint condition. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. H4, h6 manufacturing location: elmira / packaged, sterilized and released by: monument manufacturing date: 25-may-2022, expiration date: 01-may-2032, part number: 04.038.385s, tfna fenestrated helical blade 85mm -sterile, lot number: 822p970 (sterile). Note: helical blade was manufactured by elmira; lot numbers 792p498 and 793p063 . Parts were packaged, sterilized, and released by monument. Production order traveler met all inspection acceptance criteria. Packaging label log (pll) lmd rev ac was reviewed and determined to be conforming. Packaging bom was reviewed and determined to be conforming with no deviations to normal packaging identified. (B)(4) supplied was reviewed and determined to be conforming. This lot met all visual, sterility and packaging criteria at the time of release with no issues documented during the manufacture that would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.